Event description:
It was reported that there were telemetry issues. An implantable neurostimulator (ins) over discharge was suspected. A physician manual recharge (pmr) was performed and cleared the power-on-reset (por) condition. The battery was recharged but after only a few days it lost its charge again and was not able to hold a charge. The battery was explanted (B)(6) 2010 and was not returned for analysis. The patient was well and doing fine, no problems to report.

Manufacturer narrative:
(B)(4).